Event description:
For two months the user has no more hearing sensation with the device. The user reportedly falls a lot when playing. Re-implantation is considered but no date has been scheduled yet.

Manufacturer narrative:
Based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However to determine an exact root cause device investigation would be necessary. Currently no date has been scheduled for possible re-implantation surgery.

Event description:
For two months the user no longer has any hearing sensation with the device. The user reportedly falls a lot when playing. The user was re-implanted.

Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since two months the user has no more hearing sensation with the device. The user reportedly falls a lot when playing. Re-implantation is considered.